Event description:
Aquaplast beads used to create custom fitting bolus for filling bilateral nasal cavity/vestibules for nasal septum squamous cell ca. When it hardened, the external tips of material fused, creating a semicircular "ring: of aquaplast that could not be readily removed from the patient's nasal cavity, as the space between the internal part of the aquaplast "ring" was too narrow pass around the inferior tip of nasal septum. The patient required an otolaryngologist to divide the fused external bridge between bolus material in left and right nasal cavities to remove from the patient's nose.